Event description:
It was reported with the use of the bd connecta¿ stopcock there was an issue with leakage from the glued part of the stopcock and the septum and the bonding part was detached.

Manufacturer narrative:
Investigation summary: DHR review was not conducted since the lot number for this evaluation is unknown. Received one q-syte unit attached (bonded) to a 3-way stopcock (connecta). Visual/microscopic examination: damage (tear) was observed on the slit of the top disk. The septum top disk was lifted from the q-syte rim. Evidence of adhesive and septum deposits were visible throughout the rim. No damage was observed on the column wall water leak test: the test was performed with the q-syte on the actuated and the unactuated positions, no leakage was observed on any of the areas. Conclusion(s): indeterminate the evaluation revealed evidence of adhesive and septum deposits on the rim of the q-syte. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd connecta¿ stopcock there was an issue with leakage from the glued part of the stopcock and the septum and the bonding part was detached.